Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring break. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "thumb ring break" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue "thumb ring break" cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, when attempting to crush the stone, the thumb ring broke. The procedure was completed with another same device. There were no patient complications as a result of this event.